Event description:
Per information provided by the patient's attorney: ni-ni-1994 - patient underwent umbilical hernia and left inguinal hernia repair with implant of ventralex mesh (device #1). (B)(6) 2015 - patient was diagnosed incarcerated ventral hernia thereby underwent open repair with composix e/x. Per the operative notes, ¿ there were adhesions from loops of small bowel to what appear to be a ventralex mesh (device #1) which had used at prior umbilical hernia repair and was removed. A composix e/x mesh (device #2) was placed and sutured into the defect. ". Attorney alleges that the patient experienced abscess, adhesions, bowel/intestinal obstructions, emotional injuries, infections, pain, nerve damage, recurrence. It was also alleged that the patient underwent additional surgery on (B)(6) 2017 to address on incarcerated recurrent incisional hernia with small bowel obstruction.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per the medical records review, post implant of ventralex mesh, patient was diagnosed with adhesions, hernia recurrence and underwent mesh explant. The instructions-for-use supplied with the device identify adhesions and hernia recurrence as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional supplemental MDR was submitted to represent bard/davol composix mesh e/x (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.